Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. The user alleged that difficulty was experienced while attempting to insert the carrier tube assembly into the hemostatic sheath. This difficulty may have been due to a kink in the sheath or carrier tube assembly, missing bypass tube, swollen collagen, user error or patient anatomy making the insertion difficult. However, without the sample available no conclusion could be drawn as to the cause of the reported insertion difficulty. A search of the complaint handling database confirmed there have been no similar reports for the reported part/lot combination. A review of the device history record revealed no related issues during the manufacturing process. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the component came out, the lock was defective. The following information was provided by the user facility: when the component was inserted into the insertion sheath, the component and the sheath did not fit properly; the angio-seal device was removed; the device was replaced by a new one to continue the procedure; the physician had completed the training process on the device prior to this case; the puncture site was distal to the inguinal ligament of the right common femoral artery; the size of the sheath ancillary used was 7 fr. The vessel diameter was 6 mm; hemostasis was successfully achieved by using the new device; it was reported that the blood loss was less than 250cc; and there was no health damage to the patient. Additional information was received on 6/19/2017. It was not the arteriotomy locator, it was the component of the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. The user alleged that difficulty was experienced while attempting to insert the carrier tube assembly into the hemostatic sheath. It is likely this difficulty may have been due to a kink in the sheath or carrier tube assembly, missing bypass tube, swollen collagen, user error or patient anatomy making the insertion difficult. However without the sample available no conclusion could be drawn as to the cause of the reported insertion difficulty. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.